Manufacturer narrative:
(B)(4). The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming. Device labeling: adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance: adverse events with a frequency of 5 or more events are listed in order of prevalence; inflammation at the injection site, allergic reactions, blister, infection at the injection site, skin rash, bleeding all the injection-site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection.

Event description:
Healthcare professional reported that after injection with juvederm ultra plus xc in the nasolabial folds and marionette lines, the pt experienced "red erythema, itchy, tight feeling" five days later, at the injection sites. The pt received pretreatment with alcohol and anesthesia in the form of "a thin coal of benzocaine/lidocaine/tetracaine topical cream". An ice pack was given to the pt immediately after injection. The pt's symptoms were treated with prednisone and decadron. The healthcare professional believed it was most likely an allergic response and not a biofilm, but the physician also prescribed bactrim as a precaution. Pt's symptoms have resolved.